Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred intermittently between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Subsequently, due to no cgm readings being received control iq could not adjust insulin delivery automatically. The customer's blood glucose level was 36 mg/dl. The customer consumed carbohydrates to address low bg. Reportedly, the pump and transmitter regained connection.